Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: no product at hand. Batch history review - the device quality and manufacturing history records have been checked for the lot number and found to be according to the specifications, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale - based on the quality standards as well as the device history review, we exclude a material or manufacturer caused error. No CAPA necessary.

Event description:
It was reported by the healthcare professional to the company sales representative "during laparoscopic use, the disposable forceps arms did not articulate correctly." The malfunction occurred and another device was used in place of the faulty product. There was a surgical delay of not more than 15 minutes.